Event description:
It was reported that an ami patient was being treated for a lesion in the distal lad. The guide wire was being advanced to the lesion and some resistance was noted. The guide wire was pulled and it fractured. A balloon catheter was used to retrieve the guide wire from the pt. The guide wire was removed in its entirety and there was no pt injury reported.